Manufacturer narrative:
The device history record for the reported lot number, 0002968461, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 04-mar-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 19-nov-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 550ml, flow rate: 8ml/hr, procedure: shoulder surgery, cathplace: unknown. It was reported the patient had shoulder surgery and was then sent home that day. Late that night the patient experienced hearing loss on the operative side and was very short of breath (sob). The family member called the emergency medical service (ems) who arrived and then clamped the tubing and the symptoms resolved. The family member stated the symptoms resolved and ems then departed. The family member was instructed to keep the pump clamped and to notify the anesthesiologist about the symptoms. The family member stated the "dial was on 8." Multiple attempts were performed to see if the patient continued therapy after talking with anesthesia or if they pulled the pump. No additional information was provided.